Event description:
It was reported that this pacemaker reverted to safety mode. It was subsequently explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This correction report is being submitted due to missing information in h6. Evaluation conclusion codes. The missing information was added.

Event description:
It was reported that this pacemaker reverted to safety mode. It was subsequently explanted and replaced. No additional adverse patient effects were reported.